Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/18/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/27/2013 and 10/10/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter reads inaccurately high compared to his feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (at 9:44am). At unspecified dates/times, the patient reportedly obtained blood glucose readings of ¿198, 152, 165, 227, 125, 184, 192, and 163mg/dl¿ with the subject meter. The patient reportedly does not manage his diabetes with oral medication or insulin and in response to the alleged meter issue, the patient reportedly consumed less food/drink on (B)(6) (time not known). According to the csr¿s documentation, as a result of the alleged meter issue the patient reportedly developed hypoglycemic symptoms (specified ill tempered, shaking, and headache) five to six hours later; the patient¿s blood glucose reading prior to the onset of his symptom is not clear. The patient denied testing his blood glucose with another device. On (B)(6) 2013 (at 8am) the patient reportedly treated himself with food and/or drink. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.